Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire(s). The instrument passes energy recognition, however, fails to deliver energy. The house was removed, and no residue or contamination was found on the energy instrument identification bipolar (eiib) boa pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotubes. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument's cable heat transfer did not occur. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage and no patient injury were reported.